Event description:
My mother had right carotid artery surgery at hospital. The surgery was quite successful. The next day, my family and I were all at my mother's bedside from early morning until approximately 10:00 p.m. We fed my mother breakfast, lunch and dinner. She was actually being considered for discharge to a regular room. She was doing great with only minimal complaints of her throat hurting. We were told that is to be expected and she was given pain medications accordingly. At about 11:00 p.m., we called the hospital to check on my mother and was told that she was doing great and resting. However, in the morning the next day, at around 3:45 a.m, while I was preparing to return to home we received a call and was informed that my mother's heart had stopped and she had to be resuscitated and was on a respirator. The care given to my mother in the ICU at hosp was unacceptable. Due to complete negligence and lack of care in the ICU, my mother suffered a severe anaphylactic shock from the use of latex gloves -per consultation report from dr-, -an allergy that was established and in her records- and was deprived of oxygen for a considerable amount of time. My mother died ten days later.